Manufacturer narrative:
Iridex written follow up with (B)(6) at user facility, provided the following info: user facility did not contact iridex with the problem, nor did they return the probe in question to iridex. User facility did not have the lot number of the probe, but provided usage info. Based on the usage info provided, iridex reviewed the most likely associated product lot paperwork and found no prior failures. The lot met final acceptance criteria. User facility reports that the probe was not used on the pt. Pt was scheduled for a pars plana vitrectomy. The surgeon examined the probe, saw that it was bent, and had it removed (in its original package) from the surgical field. As the reported probe was not used on the pt, there was no pt injury involved. A new product was provided and the procedure commenced. (B)(6).

Event description:
User facility indicates that a 25-30g 45 degree angled laser probe was noted to have a bent tip after it was removed from packaging, but prior to being used for procedure.